Manufacturer narrative:
E1: telephone (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced skin irritation with severe itching and redness after 48 hours on 13-june-2024 . Patient was treated with cortisone spray prescribed by healthcare professional (hcp). The insertion site was buttocks and regularly changed the insertion site. No further information available.